Manufacturer narrative:
Alleged failure: threads worn down on both sides, falls right out during use. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: worn out threads most likely caused by the customer not screwing the coupler to the camera head correctly. Coupler was previously repaired by a third party repair house. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss for about five minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss for about five minutes.